Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A relationship, if any, between the subject device and the reported event could not be determined.

Event description:
It was reported that the device was making a strange noise and it was not operating properly. Spark was noted and it heated up suddenly. It is unknown if the incident occurred during a surgical procedure, if a backup device was available or if there was a delay caused by the device condition. Patient or user injuries were not reported.